Event description:
The service repair technician reported that during routine testing of the device at the service center, there was poor connectivity at dual in-line memory module (dimm) module causing display distortion. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) found mild contact contamination of unk origin, causing the central control monitor display distortion issues. The srt removed the contamination by cleaning with alcohol eliminated the reported issue. With the contamination removed, the unit operated to manufacturer specifications and was returned to clinical use. If additional becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.